Manufacturer narrative:
Corrected data: translation of the event was provided, which indicates the cycle was cancelled. A suspect positive bi is an expected result of a cancelled cycle as the hydrogen peroxide may not have contact with the spore disc, resulting in positive growth. Additional manufacturer narrative: method: actual device not evaluated. Result: no results available since no evaluation performed. Conclusion: failure to follow instructions. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction code, trending of lot number, system risk analysis (sra), review of instructions for use (IFU) and retains analysis. DHR review could not be performed as the lot number is unavailable. Lot trending could not be performed as the lot number is unavailable. Retains product testing could not be performed as the lot number is unavailable. The suspect bi was not returned for evaluation. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." Assignable cause for suspect positive bi after a cancelled cycle would be customer error. Per IFU 101101-06, should the unit cancel, the IFU advises the customer that the biological indicator "should be autoclaved for at least 30 minutes at 121oc (250of) or follow your facility¿s procedure. A new sterrad cyclesure 24 bi should be used in the next cycle." A customer letter will be sent to educate the customer. The issue will continue to be tracked and trended.

Manufacturer narrative:
Suspected positive biological (bi) and load not recalled.

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) with their sterrad® 100s and it is unknown if the load was reprocessed prior to being released for use on a patient(s). There was no injury reported. This event is being reported as the load status is unknown. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined that this situation presents a potential risk of infection. Asp recognizes that in many cases it would be difficult to trace infection back to the sterilization. As a matter of policy asp has therefore decided to report cases of cancelled cycles if the complainant does not confirm that the load was reprocessed prior to use on a patient.